Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported patient is hearing a "buzzing in the brain" and "pelvic area" and confuse and had uti. Caller. Reported patient was confuse and could not stand or walk and numbness in the legs or move her legs patient went to see the doctor 4 days ago and the doctor decrease the stimulation and patient back to normal and can walk but now patient is confuse again and she like to know why this is happening and if the therapy is working. Caller stated patient had implant for bladder controller and therapy is helping the bladder. Caller stated patient fell in the bath tub a week before (B)(6) 2019 and again (B)(6) 2019 on the device. The caller reported the fall could be related to the reported issue. Patient services assisted caller to use pp to check device status and adjust stimulation. Caller stated therapy is on, p3 @ 2.9v. There were no further complications reported at this time.